Event description:
I have been using dexcom h7 cgm for a few years now with a tslim insulin pump for t1d. Recently the dexcom sensors are failing after insertion. 3 in a row. They are now made in malaysia and are not the same. Glucose numbers are higher when calibration is done. There is a facebook group of people complaining about the failures but nothing is being done by dexcom except replacing them. Concerns me very much and I feel someone needs to look into this. Thank you. Pt: 1831. Device: 2459. Reference reports: mw5175860; mw5175861.